Event description:
This is a report of peritonitis in a patient, coincident with dianeal therapies for continuous ambulatory peritoneal dialysis (capd). The patient had peritonitis manifested as cloudy effluent. On that same day, the patient was hospitalized for the event, however the treatment was not provided. Two days later, the patient was discharged from the hospital, however the patient still had a cloudy effluent which was described as a hazy drain. The patient had not recovered from this peritonitis event at the time of the report.

Manufacturer narrative:
(B)(4). On an unreported date, the patient experienced difficulty of breathing and was hospitalized for the event. On that same day the patient was discharged from the hospital due to no funds, the patient was not treated due to no funds. The outcome of this peritonitis event was not reported.

Manufacturer narrative:
(B)(4). The sample for this report was not received, therefore the problem could not be confirmed. The cause could not be determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.